Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer was failing periodically ¿ the 'fail compartment' icon would appear, but drawer did not appear on the list for recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed periodically. The field service engineer (fse) observed that the drawer consistently failed. The fse inspected the drawer and tested it in diagnostics but found no issues. The customer was asked to run a failure report, which showed that the drawer had failed at least once daily over the past month, with the failure code 'failed by user.' The fse contacted technical support specialist (tss) to investigate any potential software-related issues. Tss confirmed they would look into it and follow up. Later, after the fse had left, tss reached out and reported indications of a faulty sensor. The fse returned with replacement sensors. The customer had also reported that the matrix drawer was failing daily. The device was shut down to replace the pyxibus controller board and then rebooted. The matrix drawer was verified to be operational. The customer was able to open and inventory the drawer successfully. No further issues were reported for this device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer was failing periodically ¿ the 'fail compartment' icon would appear, but drawer did not appear on the list for recovery. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.